Event description:
The customer stated that the surgeon has had incidents where the clips scissor instead of clipping closed. There have been no pt consequences. No further info is known.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.